Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the sample was missing the male luer cap. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had no protective cap on the end of the luer lock. This was discovered after opening the outside plastic wrap. There was no patient involvement. No additional information is available.